Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient had a e-stimulation treatment the implantable pulse generator was unable to establish communication. The device is unable to go in a bondable state. Patient denies any other medical procedures other than the e-stimulation treatment. Upon diagnostic testing, the device is not paired with sing the ipad or using a magnet. Programming attempts were made however unsuccessful. The device is unable to establish therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
It was reported to abbott that the patient had a e-stimulation treatment, and the implantable pulse generator was unable to establish communication. The device was unable to go in a bondable state. Patient denies any other medical procedures other than the e-stimulation treatment. Upon diagnostic testing, the device is not paired with sing the ipad or using a magnet. Programming attempts were made however unsuccessful. The device is unable to establish therapy. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.